Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit cpu board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.